Manufacturer narrative:
The insulin pump did power up properly after battery installation and was received with operating currents within specification. The device had no unexpected battery out limit alarms noted. The device was received with intermittent buttons due to corroded keypad traces and had no display ramping on its own anomaly noted. The device was received with a cracked case at display window corners, a cracked reservoir tube, cracked battery tube threads, and a minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 66 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.